Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the alleging the insulin pump was under delivery. The customer¿s blood glucose level was 307 mg/dl at the time of incident and 315 mg/dl at the time of call. Customer had hyperglycemia. Customer was treated with insulin shot. Customer was not calling back to perform a high pressure test. Troubleshooting was performed for under delivery. Customer also reported that the insulin pump had no delivery alarm and belt clip was broken. Customer stated that the insulin exited. The insulin pump and reservoir will not be returned for analysis.